Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported thrombus on the device occurred. In (B)(6) 2013 a left atrial appendage (laa) closure procedure was successfully performed. A 33 mm watchman laa closure device was implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2016, transthoracic echocardiogram revealed thrombus on the device. The patient¿s medication was changed. The event was considered as resolved in (B)(6) 2016. No further patient complications were reported.